Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. According to the information on the received documents, the locking screw could not be fixed in the plate. Since the implant was not returned for analysis and no further clinical data was available, the present complaint cannot be fully analysed. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that the locking screw could not be fixed in plate. The surgeon placed the lcp l-buttress place, and when he tried to place the locking screw, the screws did not hold in the plate. No material was received. The screws were disposed and is not available, the place was implanted with new locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Additional product code for this report includes hwc.